Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the wake button was responding to the customer's press. The customer continued using the pump for insulin therapy.